Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power or low battery alerts noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery cap was replaced recently and has been having issues. The customer indicated that their blood glucose reading was high but the level was unknown at the time of incident. Troubleshooting found that the pump shut off when the customer woke up in the morning and the batteries do not last for more than 1 week. Customer also indicated that he has to put in a few batteries before the pump will work. Since the battery cap has already been replaced, the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.